Event description:
On (B)(4) 2013, it was reported that this vns patient's generator could not be interrogated on (B)(6) 2013. No information was available regarding the patient's vns. Additional information was received on (B)(6) 2013 that the patient felt erratic stimulation and sometimes would be days without feeling. Prior to this, the patient was feeling stimulation at regular intervals. The patient had also recently had an increase in her depression (below baseline levels) and anxiety. She said this had been going on for the last few months. The physician confirmed that the patient's settings were last known to be 1.50/20/250/30/5.0; however, attempts to interrogate were unsuccessful. A battery life calculation showed 4.86 years remaining.

Event description:
Additional information was received on (B)(6) 2013. A manufacturer¿s consultant was present. The physician¿s programming system could not establish communication with the patient¿s device or a demonstration generator. The physician¿s handheld device was not plugged into the wall, there was no emi in the room, all cables and connections were confirmed to be well seated, and the wand battery was checked. The green power light remained on for > 25 seconds; however, the yellow light came on prior to the green light. A second programming system was used to communicate successfully with the patient¿s device and the demonstration generator. The wand battery was swapped into the physician¿s programming system, and communication with both generators was successful. The patient¿s settings were provided, and diagnostics were within normal limits. The initial failure to program occurred on (B)(6) 2013. At that time, the only troubleshooting performed was repeat attempts at interrogation. The erratic stimulation began on (B)(6) 2013, the increase in depression began on (B)(6) 2103, and the anxiety was ongoing. The increase in depression was thought to be a contributing factor. The physician was not sure about erratic stimulation or anxiety but believed that the vns was causing the patient¿s depression to worsen. He believes that the device is not working as well as it used to for her. Throughout programming history, the device was working fine. Interventions planned were to increase patient settings. The physician repeatedly mentioned that the patient¿s depression is definitely much better than where it was prior to her vns implant.

Manufacturer narrative:
Brand name, corrected data: additional information was received indicating a different suspected medical device. Type of device, code, corrected data: additional information was received indicating a different suspected medical device. The incorrect indication was also used in the previous MDR. Model #, serial #, lot #, expiration date, corrected data: additional information was received indicating a different suspected medical device. Implant date, corrected data: additional information was received indicating a different suspected medical device that is not implantable device manufacture date, corrected data: additional information was received indicating a different suspected medical device. Labeled for single use, corrected data: additional information was received indicating a different suspected medical device that is not labeled for single use usage of device, corrected data: additional information was received indicating a different suspected medical device that is not labeled for single use.

Manufacturer narrative:
Analysis of programming history.